Event description:
The maquet servo-I ventilator had been in use on the patient for seven (7) days prior to this event. During the monthly backup generator, under load testing, the ventilator shut down as if it had lost power. The backup batteries in the ventilator did not keep the unit operational. The respiratory therapist was at the bedside when the incident occurred. The respiratory therapist immediately removed the patient from the ventilator and manually ventilated the patient until a replacement ventilator was obtained. Manufacturer response (as per reporter) for ventilator, servo-ithe local service engineer is evaluating the unit at this time.

Event description:
The maquet servo-I ventilator had been in use on the patient for seven (7) days prior to this event. During the monthly backup generator, under load testing, the ventilator shut down as if it had lost power. The backup batteries in the ventilator did not keep the unit operational. The respiratory therapist was at the bedside when the incident occurred. The respiratory therapist immediately removed the patient from the ventilator and manually ventilated the patient until a replacement ventilator was obtained. Manufacturer response (as per reporter) for ventilator, servo-ithe local service engineer is evaluating the unit at this time.